Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol composix kugel hernia patch on (B)(6) 2002, two kugel hernia patches on (B)(6) 2004 and one kugel hernia patch on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient sustained injuries on (B)(6) 2013. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2002 - patient was diagnosed with incisional hernias x2 thereby underwent open repair with implant of composix kugel mesh (device 1). Per op notes, ¿the site of the incisional hernias was reincised. Two hernias were identified above the umbilicus and reduced. The bridge between the two hernias was divided and a composix kugel mesh (device 1) was placed and secured with sutures.¿ on (B)(6) 2004 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of kugel patch (device 2 and 3). Per op notes, ¿the old incision was reincised. The hernia was noted to be higher than the main bulge. The mesh on the right had pulled away from the fascia. Kugel patch (device 2 and 3) were placed overlapping each other and overlapping the superior mesh and inferior mesh and it was tacked with stapler and closed with sutures.¿ on (B)(6) 2004 - patient was diagnosed with right inguinal direct hernia thereby underwent open repair with implant of kugel patch (device 4). Per op notes, ¿the incision was made and carried down to the fascia. The direct hernia sac was identified and reduced. A kugel patch (device 4) was placed covering the external ring, internal ring and femoral triangle and tacked to cooper¿s ligament with tacks and secured with sutures.¿ on (B)(6) 2013 - patient was diagnosed with chronic abdominal pain and abdominal wall hernia thereby underwent open repair with excision of composix kugel mesh (device 1), kugel patch (device 2 and 3) and implant of biological mesh. Per op notes, ¿a midline incision was made. The mesh and a hernia sac above the umbilicus was identified. The composix kugel mesh (device 1) and kugel patch (device 2 and 3) were excised. Bilateral component separation and myofascial advancement flaps were performed. A biosynthetic mesh was placed in the abdominal wound and secured with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g4, g6, h2, h6, h10. This supplemental emdr represents the bard/davol composix kugel hernia patch (device 1). Additional supplemental emdrs were submitted to represent the three bard/davol kugel hernia patches (device 2, device 3 & device 4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel hernia patch (device #1). Additional emdrs were submitted to represent the three bard/davol kugel hernia patches (device #2, device #3 & device #4). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol composix kugel hernia patch on (B)(6) 2002, two kugel hernia patches on (B)(6) 2004 and one kugel hernia patch on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient sustained injuries on (B)(6) 2013. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.